Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Possible causes were discussed. It was noted that the physician decided to change the sensitivity. Currently, this ICD remains in service and no adverse patient effects were reported.